Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse could not start therapy because probe was not registering. They have already tried replacing the cable. It was a foley probe, but the connection would not fit with the bedside monitor to test it. Nurse had another device and would try to connect the foley to that device. Mss explained if that did not resolve the issue the foley would need to be replaced (or a rectal/esophageal placed). Nurse stated they only carry foley probes. Mss called back 20 minutes later. Probe would not read on the other device so they replaced the foley. Therapy was running now. The foley was a bard foley. Nurse would bag it and was a travel nurse, and only knew the first name of the charge nurses for fa to follow up with.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "phone plug mismatch with female connector". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that nurse could not start therapy because probe was not registering. They has already tried replacing the cable. It was a foley probe, but the connection would not fit with the bedside monitor to test it. Nurse had another device and would try to connect the foley to that device. Mss explained if that did not resolve the issue the foley would need to be replaced (or a rectal/esophageal placed). Nurse stated they only carry foley probes. Mss called back 20 minutes later. Probe would not read on the other device so replaced the foley. Therapy was running now. The foley was a bard foley. Nurse would bag it and was a travel nurse and only know the first name of the charge nurses for fa to follow up with.